Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not turning on. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date.

Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.